Event description:
Patient allegedly received an implant via the left common femoral vein due to a vehicle collision. Patient is alleging vena cava perforation, organ perforation, and permanent disfigurement/scarring, and that open emergency surgery was performed because of severe chest and abdominal pain to perforation of the duodenum and migration of the filter. The patient further alleges "abdominal pain, chest cramps, vomiting, eating disorder not being able to eat, acid reflux, vitamin deficient, sore throat, irregular bowel movements, shortness of breath, anxiety, nausea, not able to do certain bending movements, gall bladder attacks" and limitations with "weight lifting, ab workouts, sex, eating," as well as "2019-current, medication for anxiety depression, ptsd [post-traumatic stress disorder]" and "(B)(6) 2019, prescribed ativan during stay at hospital and two weeks after for anxiety, depression, ptsd." Per report from CT (computed tomography): "there is an ivc filter present. The there are a few of the struts which lie outside the confines of the inferior vena cava. One lies anteriorly adjacent to or perhaps traversing the duodenum. A second appears to lie within the lumen of the distal descending duodenum. One lies posterior to the aorta and an additional one lies posterior to the ivc." Per retrieval report (successful): "during this portion of the procedure we noted 2 separate legs of the inferior vena cava filter that were penetrating into the duodenum possibly also passing through some pancreatic tissue at some point. General surgery assisted in this portion the procedure. I removed the vena cava filter legs in their entirety and then general surgery repaired the 2 holes." "We then control the vena cava above and below the filter and performed a longitudinal vena cava myotomy which was extended with the potts scissors. We did this we saw the inferior vena cava filter advanced with careful dissection we were able to separate the vena cava filter from its scar tissue inside of the vena cava. Then via some blunt dissection and traction we removed the vena cava filter remnant in its entirety. Specimen was passed off the field for pathologic examination. We then repaired the vena cava defect in running 4·0 prolene stitches patching sutures as needed with 5-0 prolene. The vena cava was de-aired flushed clamps were released. Retroperitoneum the vena cava was inspected and found to be hemostatic."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported emergency open surgery, chest/abdominal pain, permanent disfigurement/scarring, vomiting, eating disorder/inability to eat, acid reflux, vitamin deficiency, sore throat, irregular bowel movements, shortness of breath, anxiety, nausea, inability to perform certain bending movements, gall bladder attacks, physical limitations, depressions and ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc)/duodenum perforation, migration, emergency open surgery, chest/abdominal pain, permanent disfigurement/scarring, vomiting, eating disorder/inability to eat, acid reflux, vitamin deficiency, sore throat, irregular bowel movements, shortness of breath, anxiety, nausea, inability to perform certain bending movements, gall bladder attacks, physical limitations, depression and post-traumatic stress disorder (ptsd). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2009 a celect filter was successfully placed from femoral approach. The filter was placed due to prolonged immobilization and without ability anticoagulate. On (B)(6) 2019 a CT scan showed that several legs were outside of ivc and had perforated into duodenum. On (B)(6) 2019 and open surgery was performed to remove the filter. Two legs were noted to had separated and penetrated the duodenum. The two legs were removed. After the two filter legs were removed the rest of the celect filter was removed. Then the vena cava was repaired with stitches to complete the surgery. A celect filter was returned for evaluation. Celect filter was returned with 4 primary legs fractured all returned with anchors, nice shaped and with the filter hook intact. Based on the device evaluation it is unknown what caused the filter to fracture and the two separated filter legs to have penetrated the duodenum. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.